Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 43 mg/dl and the bg meter was 107 mg/dl. The patient stated he was trying to ¿get his bg level up¿ but did not specify how. The patient was not experiencing any symptoms. The patient decided to go to the ER, which he did by foot. The patient could not recall the specific cgm/bg comparison values from the ER. The patient was provided with an ¿injection of sugar water¿. The patient was discharged after approximately 4.5 hours once his bg meter reading was 170 mg/dl. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.